Manufacturer narrative:
The customer reported that non invasive blood pressure cuff will pump but not release pressure. The cuff and hose has been changed with no resolution. The device was returned for evaluation and repair. The reported problem of the nibp air leak was duplicated. The nibp pump will need to be replaced to fix this unit. This part is currently out of stock. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that non invasive blood pressure cuff will pump but not release pressure. The cuff and hose has been changed with no resolution. The customer would like to send the device in for evaluation and repair.